Manufacturer narrative:
Other, returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the device. All accuracy testing was found to be withing specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was recieved that the issue was found during testing. No patient present at the time of the event.

Event description:
Information was received indicating that cadd solis vip pump failed the volumetric testing. There were no adverse events reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the device. All accuracy testing was found to be withing specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.